Event description:
The complainant reported that a pt had undergone a therapeutic enteryx procedure in 2005. During the procedure a total of 5 enteryx injections were made, totaling 8.3cc's of enteryx injected intramuscularly. No injections were submucosal. The pt reported, 11 days later onset date of back pain and odynophagia of severe intensity. The pt was given vicodin and elixir for the back pain. The odynophagia was reported as resolved in april 2005. The pt also reported weight loss in february 2005, which was resolved about 5 weeks later. The total weight loss experienced by the pt was reported to have been 30 pounds. There were no reports of pt dilations or interventions. There was no indication of any continuing adverse affects of the procedure on the pt.